Event description:
It was reported there was a death of a patient because the customer did not receive an alarm. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6).

Manufacturer narrative:
A remote support engineer (rse) logged in remotely and viewed the clinical audit logs at the time of the event. There were multiple red alarms generated during the time of the event. Additionally, multiple technical alarms were generated during the time of the event as well. A philips product support engineer (pse) investigated the logs and confirmed the device operated as intended and generated red alarms as well as technical alarms during the time of the event. A philips clinical product specialist (cps) reviewed the logs and configuration file of the patient monitor. The cps determined the monitor volume was set 1 with the possibility of going to 0. The cps stated alarm latching is off for audible and visual, meaning alarms could generate, play alarm very briefly and stop without user interaction. With the alarm volume at 1, it could be perceived that there was a delay when a brief alarm generates and plays a sound. The alarm stops because the alarm condition ended and then alarm generated again, this alarm lasting longer was noticed giving the impression that it was delayed. Most alarms in this case were generated and ended within 1-5 seconds, sometimes even in the same second. The cps concluded the device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.